Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer alleges the seat post coming from elevate actuator broke at weld.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Actuator, other/defective. Broken weld that holds the seat mounting plate on. Product received expanded evaluation. The expanded evaluation report states: visual inspection- a broken weld was present between the seat post and the rest of the actuator assembly. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken weld on the actuator assembly. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Actuator, other/defective. Broken weld that holds the seat mounting plate on. Product received expanded evaluation. The expanded evaluation report states: visual inspection- a broken weld was present between the seat post and the rest of the actuator assembly. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken weld on the actuator assembly. Dealer alleges the seat post coming from elevate actuator broke at weld.